Event description:
During preventative maintenance of the device, the user reported that the slide assembly shoulder screw hole was stripped. Since the event occurred during preventative maintenance, there was no patient involvement during this event.